Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra-aortic balloon pump (iabp) had continues beep sound error. When ever switching on the system it is giving continues beep sound. It is switching on automatically once power cord connects or in battery operation mode. There was no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, b5, h6 (type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) inspected the unit and identified a fault in the power management board. The fse replaced the power management board (d670-00-1162) and updated the d.1 software. The unit was then tested using a demo balloon and trainer. All functional checks was performed.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a continuous beeping sound. There was not patient involved.

Manufacturer narrative:
Updated fields - b4, e1(event site mail), g3, g6, h2, h3, h11. Corrected field - h6 (health effect ¿ clinical code, type of investigation).

Event description:
N/a.